Event description:
On (B)(6) 2024, during a follow up, this 58-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he was hospitalized due to a stomach infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with serratia marcescens in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed vancomycin and cefepime (route, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (brand and model unknown) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue backup hd therapy on an in-center basis upon discharge until the patient is cleared by his physician to continue ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the device history review (DHR) did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to nonadherence to aseptic technique during ccpd therapy as reported by a medical professional. Breaks in aseptic technique during pd therapy are well known to be the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human urinary, gastrointestinal, and respiratory tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, during a follow up, this 58-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he was hospitalized due to a stomach infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with serratia marcescens in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed vancomycin and cefepime (route, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (brand and model unknown) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue backup hd therapy on an in-center basis upon discharge until the patient is cleared by his physician to continue ccpd therapy on the same liberty select cycler at home.